Event description:
During a right ventricular biopsy, a piece of tissue became entangled around the argon medical forceps, where the silver forceps meets the blue coating/sheathing. This area was not sealed smoothly.